Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Pt had a long gamma nail implanted to treat a pathological fracture. The pt experienced pain five months postoperative and the nail and associated components were explanted a month later. The long gamma nail had broke at the lag screw point. No adverse consequences to the pt or surgical delays were reported.